Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, high impedance was observed on the right atrial (ra) lead. A different lead was used to resolve the event and the patient's condition was stable following the procedure.

Manufacturer narrative:
The reported event of high impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.